Event description:
It was reported while using bd microtainer® map microtubes for automated process k2 edta 1.0 mg, the blood samples clotted and interfered with instruments. This occurred with an unspecified number of tubes. There was no report of adverse impact to patients or users.

Manufacturer narrative:
The following fields have been updated with additional information: e.1: initial reporter first name: (B)(6). E.1: initial reporter last name: (B)(6). E.1: initial reporter email: (B)(6). E.1: initial reporter phone #: (B)(6). Investigation summary: material #: 363706 lot/batch #: unknown bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints for sample quality are under statistical control for the month of october 2024. At this time, further testing is not indicated. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd microtainer® map microtubes for automated process k2 edta 1.0 mg, the blood samples clotted and interfered with instruments. This occurred with an unspecified number of tubes. There was no report of adverse impact to patients or users.

Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.